Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response and if the hospitalization was related to the infection or pd therapy. The details of the hospitalization are unknown. The patient stated there were issues with the access/catheter (not a fresenius product) suggesting that could be a cause of the infection and hospitalization. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient also documented that their blood pressure (bp) was not under control. The survey response does not specify what issue they had with bp, any cardiovascular comorbidities, or prescribed medications. Bp issues are common in dialysis patients and often uncontrolled. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and was hospitalized and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and was hospitalized and had to discontinue therapy. The patient's blood pressure was not under control and they had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and was hospitalized and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and was hospitalized and had to discontinue therapy. The patient's blood pressure was not under control and they had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.